Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation update: analysis of the returned device identified opening on diaphragm valve and creases flat. Leak test and microscopic analysis was performed which identified delamination valve, sharp opening on anterior and wear abrasion. Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure) and a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on diaphragm valve and creases flat. Leak test and microscopic analysis was performed which identified: delamination valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.